Event description:
A physician reported on (B) (6) 2008, that following a novasure endometrial ablation, the pt had a hysterectomy. During our f/u with the physician at that time, the histology report "confirmed the tissue was normal and there was nothing to suggest any abnormality." On (B) (6) 2010, it was reported that this pt recently returned to the hospital for a check-up (date unk) with a new physician. While reviewing the pt's records, the physician became aware of add'l relevant info surrounding this event. She reported on (B) (6) 2010 that the novasure procedure was initially done on (B) (6) 2008 immediately following a "laparoscopic ovarian right cystectomy with laparoscopic sterilization". "Towards the end of the procedure, some blanching was noted on the antero-fundal area with some superficial bleeding to the left cornual area" via the laparoscope which was still on place. In view of the blanching of the uterus, the pt was kept in the hospital overnight for observation and started on a 14 day course of antibiotics and released the next day. Two days later, on (B) (6) 2008, she returned with "generalized abdominal pain and vomiting." A computed tomography (CT) scan "showed no specific abnormalities" and she was diagnosed with peritonitis. They proceeded with an exploratory laparoscopy and "free sero-purulent fluid was found with necrotic slough free floating in the pelvis. The fundus of the uterus was necrotic and perforated. Necrosis extended onto the anterior surface of the uterus. Parametrial tissues were edematous and inflamed. Peritoneum covering the bladder was also inflamed and edematous". A sub-total hysterectomy was performed. She was discharged home on (B) (6) 2008. The pt's recovery was complicated by "pain for which repeat surgery was undertaken with laparoscopic adhesiolysis and left ovarian cystectomy" (date unk).

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The disposable device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. The radio frequency controller (rfc) was shipped to the company for eval back in 10/2008, but due to extensive external damage found upon receipt, functional testing was not possible. Device history record (DHR) review was conducted for the radio frequency controller ((B) (4)). No relationship can be established between DHR and current complaint. (B) (4).